Event description:
According to the information received, the patient developed methicillin-resistant staphylococcus aureus postoperatively and expired in 2002. The infection was reported to be "growing in a number of site" and the patient was septic. The patient did not have a history of endocarditis and a tee performed 6 days ago "looked fine". An autopsy was not performed and the valve remains implanted.